Event description:
It was reported by an attorney that the patient underwent a gynecological procedure and on (B)(6) 2009 and mesh was implanted along with concurrent cystoscopy. It was reported that patient underwent mesh tot sling adjustment (loosened) and cystoscopy on (B)(6) 2009. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent a sling revision on (B)(6) 2009 and on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 5/06/2016. It was reported that the patient concurrently underwent sling revision and cystoscopy on (B)(6) 2009 due to sui by dr. (B)(6). (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.